Manufacturer narrative:
The tech found contamination on the head down valve. The tech replaced the head down valve to repair the bed.

Event description:
Info received indicates, the head section is drifting down.